Event description:
The EKG module that belongs to the front end board of each of the equipments failed - it does not work at all.in order to fix the issue, the manufacturer suggested replacing the front end controller board.